Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of no delivery alarms from the insulin pump. The customer stated that she had to go to the hospital because her blood glucose was higher than 33 mmol/l. The customer mentioned that there was a crack on the screen. The customer did a self-test and it passed. The customer stated that the drive support cap was indented. The customer performed a 5.0 fill cannula and insulin exited the tubing with no alarms. The customer stated that there were no leaks. The customer will be sent replacement sets.